Event description:
Device in box interrogated and it was at eri. The issue was detected prior to patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.